Manufacturer narrative:
The insulin pump had a high idle current and a blank display due to an anomaly isolated to the interface board.

Event description:
The customer stated that she has to change the battery in the insulin pump twice a day. Nothing further was reported.